Event description:
Health professional reported a pt had come in due to an alleged band slippage. The even was first noticed when the pt complained of not being able to keep food down. Surgery was performed to replace the band portion. On a later date, the surgeon's nurse performed an adjustment and noted that when pulling back the needle, no fluid could be withdrawn. The pt was seen a few days later by the surgeon, who was able to insert 6ml of fluid and recover 6ml of fluid. The surgeon deemed the device to be intact and functional. Adjustments were performed on future f/u appointments. During the visits, no saline could be withdrawn. The surgeon then speculated a port leak and performed a port replacement surgery. The explant surgeon is not the same person as the implant surgeon. The implant surgeon and the serial number is not known at this time as there is "no info in [the] chart per the reporter.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number or the implant date. Band slippage and vomiting are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported events of band slippage and vomiting as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain."